Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of "hair in the tube" is inconclusive due to poor sample condition. One photo sample of a 20 ga powerloc max infusion set was returned for investigation. The safety mechanism is not activated and the needle cover is present over the needle. The caps had been removed from the y-site and luer adaptor. Fluid is present throughout the extension tubing and y-site. The presence of a hair within the device cannot be clearly determined; therefore, the complaint could not be confirmed. Based on the description of the reported even, possible contributing factors include hair deposition prior to kit packing or during use. A lot history review (lhr) of ascys0152 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a hair was in the tube. Device was not used on a patient. No other information was provided.